Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms twice. Customer's blood glucose level was 126 mg/dl. Customer believes the no delivery alarms are being caused by the smaller reservoirs. Customer states larger reservoir resolve the issue. The reservoir will not be returned for analysis.